Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date (B)(6) 2012, inratio 5.1, lab 5.5; date (B)(6) 2012, inratio 4.5, lab 5.0. Time between testing: within 3 hours on both days. Pt's therapeutic range: 3.5-4.0 inr. Pt also reported that back in march, pt had performed a correlation in which the meter and the lab came up with identical results (inr = 2.6). Lately, there has been more divergence.